Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Additional information reported symptoms resolved the following month.

Event description:
Healthcare professional reported injecting a patient with harmonyca lidocaine in ck1, ck4, jw1 (1 syringe per side), juvéderm® voluma¿ with lidocaine in c1 (0.5 ml) and ck3 (0.5 ml) and juvéderm® volite in the cheeks (1ml per side). Six months later, patient experienced granulomas on different injection areas (chin, nasolabial fold, cheekbones, and periauricular area). Biopsy has not been performed. Patient treated with antibiotic therapy and dermoval but the nodules are subcutaneous. Symptoms are on-going. This is the same event and the same patient reported under patient identifier (B)(6)(B)(4). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.